Manufacturer narrative:
(B)(4). Manufacturer corrected to arrow international inc., reading, pa. The customer returned one opened cs-24301-e kit for evaluation. The ars syringe and introducer needle were inspected and no issues were observed. The syringe was tested per inspection procedure by occluding the tip, pulling the plunger back, and releasing the plunger. The plunger did not return to its original position, indicating there is an issue with the seal. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the ars syringe leaking was confirmed during the sample investigation. Functional testing was performed on the syringe and the seal was determined to be faulty. A DHR review was performed and no relevant findings were identified. The probable cause of this issue is manufacturing related and a non-conformance request has been generated to further investigate this issue.

Event description:
The customer alleges that the doctor found the blue syringe leaking during use. Another device was used.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the doctor found the blue syringe leaking during use. Another device was used.